Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. Root cause for patient 1 could not be determined, but inappropriate sample processing could not be ruled out as a contributing factor. Root cause for patient 2 was determined to be an instrument related issue due to an unacceptable precision test produced prior to analyzer service.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on two patient samples using a vitros 5600 integrated system. Patient 1 vitros result 1.46, versus expected <0.12 (<url, url =0.034 ng/ml). Patient 2 vitros result 0.316, versus expected 0.017 (<url, url =0.034 ng/ml). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result for patient 1 was reported to a physician who treated the patient based on the reported vitros result. After further sample draws were tested with results <url, the physician requested that the initial sample was repeated. A corrected result was issued for the sample. There were no allegations of patient harm as a result of this event. The non-reproducible, falsely elevated tropi es result for patient 2 was produced after the sample was initially tested on an alternate vitros 5600 system where the sample result was <url. The >ami result for patient 2 was not reported to a clinician and there were no allegations of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).